Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an express biliary ld stent 7.0x40x75cm was implanted 9 months past expiration. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "fine." Additional information was requested and is not available.